Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number needs to be confirmed for the device involved, the full UDI is currently not available. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a mechanical thrombectomy, an emboguard 87, 95 cm (product code: bg8795c, lot d10121177) kinked while attempting to probe the exit from the aortic arch. The emboguard was replaced by another one. The procedure was successfully completed. Additional event information received on (B)(6) 2026 indicated that the target vessel/site being treated was the distal internal carotid artery (ica). There were no abnormalities noted on the vessels. There was no patient injury reported.